Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files did not reveal any anomalies during the analyzed period. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection as a result of power source port one (1) connector found loose with the o-ring gasket displaced from the controller housing. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has opened an internal investigation to evaluate the loose connectors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the vad coordinator stated that the patient dropped one of the batteries while he was changing out the battery. Controller didn't recognize the battery on port 1 and gave a high alarm. Patient changed out the battery and no problem. According vad coordinator they did an upgrade on the controller and after inspection they noticed a loose power connector port 1. The changed out the controller. No additional information. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.